Event description:
It was reported that the pt was enrolled in the program in 2004. Lesions in the diag1 and diag2 branches were treated with bare metal stents, resulting in loss of diag1. The pt complained of chest pain but there were no EKG changes noted. The target lesion 1 was identified in the proximal lad (cass site 12); 8mm long with 70% stenosis and a 2.5mm reference vessel diameter. The target lesion 1 was stented with a taxus express2 2.5 x 12mm drug eluting stent. Residual stenosis was 0%. Several hours post-procedure, the pt became bradycardic, hypotensive and subsequently pulseless. Cardiopulmonary resuscitation was commenced; epinephrine, atropine, bicarbonate, calcium, and dopamine were administered. Blood pressure returned for approx 15-20 minutes but subsequently was lost when pulseless electrical activity was observed. CPR was resumed but ultimately normal sinus rhythm degenerated to atrial fibrillation with slow ventricular response, idioventricular rhythm, and asystole. Code attempts were discontinued with the consent of the pt's family and the pt was pronounced dead.